Event description:
A bio technician reported on behalf of a dialysis clinic that during treatment one of the blood lines disconnected from the catheter and machine did not alarm. It was not known if it was arterial or venous blood line that disconnected. The patient's heart rate was high (actual number unk). The facility uses another manufacturer's blood lines. Additional information has been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the MFR's physician assessment of the reported information and plant's investigation.